Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: two used units were decontaminated and received for evaluation. The complaint samples were visually inspected, at 12¿ to 16¿ under normal conditions of illumination. The two samples were returned cut, only the bases with needles were returned. The failure mode reported in the complaint was confirmed; however, it cannot be concluded that the parts were damaged in the manufacturing process because the samples were received fully manipulated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the port needle was not bent when inserted, but when changing it after 7 days, the tip of the needle was bent. This occurred with 2 needles. There was patient involvement, but no patient harm/adverse events reported.